Manufacturer narrative:
A distal end driveline replacement was performed on (B)(6) 2016 and approximately 19.5 inches of the external portion of the driveline was returned for evaluation. Minimal wear was observed on the braided shield at the terminus of the connector bend relief. Electrical continuity testing of the wires found no discontinuities or shorts. Visual inspection of the wires found no evidence of damage or wear to any of the insulations. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation and the test did not reveal any evidence of an insulation breach that would have contributed to an electrical short. The reported pump stoppage was confirmed through an analysis of the system controller log files that were submitted for review and retrieved from the returned system controller. The log files captured multiple low speed and pump stoppage events while the system was supported by the power module. The events appeared to have lasted approximately 18-20 seconds and were associated with low flow, low speed, and driveline disconnected alarms. The log file then showed the system controller returning to operate at the set speed with no further alarms. At the end of the log file retrieved from the returned system controller, the system controller appeared to have entered backup mode based on the lack of expected data when the system controller is put into sleep mode. Backup mode is associated with a ¿replace controller¿ and ¿controller fault¿ message on the display screen of the device; however, the system controller will not write any events to the log file after the system controller enters backup mode. The returned system controller was functionally tested and operated as intended during analysis. The information provided by the center, the information contained in the system controller log files, and the analysis of the returned system controller indicate a potential issue with the driveline; however, a root cause for the low speed and pump stoppage events could not be conclusively determined based on the evaluation of the returned portion of the driveline and the system controller. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4): the replaced portion of the driveline was received for analysis. The evaluation is not complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital for evaluation of a pump stoppage event while the lvad system was connected to a grounded patient cable and power module. The patient was asymptomatic. On (B)(6) 2016 an external distal driveline repair was performed by the manufacturer''s technical services representatives. The system passed testing after the procedure with no further alarms reported. During the driveline repair, within the course of testing, it was reported that the system controller went into back-up mode support and was exchanged. No further information was provided.